Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system and identified that the system wasn¿t booting up. Upon troubleshooting, fse identified the issue occurred due to software issue. The philips engineer reloaded software and performed configuration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.